Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hypotensive. It was noted one day post implant that the patient experienced pericardial effusion. Intervention was required. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.